Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the instrument. Data was sent to the customer product line support (cpls) for further investigation. Upon review of the archive data submitted for both systems, cpls determined that reagent packs were shared between instruments resulting in the erroneous results. Customer error is the root cause for this event. This is a single event involving multiple patient samples. There were no reports of any adverse event, changes to patient care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously low hypersensitive human thyroid stimulating hormone (htsh) results generated on a unicel dxi 800 access immunoassay system for twenty seven patients. The customer re-ran the samples with a different reagent pack and the results were in a different clinical category. The customer only provided results for four patients out of the twenty seven as an example. The initial erroneously low results were not reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.